Event description:
A patient underwent a re-do aorto-coronary bypass graft (x4) with insertion of an intra-aortic ballon pump. All of the previous grafts were occluded and there was significant stenosis of the lad, left anterior descending. The heart was of normal size. All vessels were small and diffusely diseased. The vein was harvested from the right and left lower extremity. This was the remaining part of the vein because vein had been harvested from both of the legs during the previous surgery. The patient was heparinized, placed on bypass, and cooled to 30 degrees. Following a difficult and extensive procedure, the patient was warmed and taken off bypass. However, the right ventricle appeared hypokinetic and blood pressure was 80 to 85/50 with pa pressure of 50/23. The pump was put in due to hypotension with high pa pressure and the diffuseness of the coronary disease. It was placed in the right femoral artery using seldinger technique and an 8 french pump. The procedure lasted about 12 1/2 hours. Approximately 4 hours later the nurse was able to get a pulse in the right leg only by using a doppler. The settings on the pump were changed to 1:3 by the resident. Approximately 4 hours after that change, the pump was disconnected and the patient was unable to move the leg. The patient was taken to the or about 3 1/2 hours later for a fasciotomy. Pulses remained very poor and the patient had indications of renal failure. Three days after the initial surgery, the patient had a right, above the knee, amputation. Of note: the patient had a history of having had a stent inserted in the right leg previously. Patient is diabetic.

Event description:
The hosp notified datascope that the balloon model number/catalog number is unk and the product would not be returned to datascope. Therefore no further info is available.